Manufacturer narrative:
Evaluation summary: a visual inspection was carried out on the device and a twist was detected in the middle of the balloon (at 57 mm from the tip). The tactile inspection did not report any other abnormality on the device. A 0.018¿ guide wire was successfully advanced from the tip to the hub of the device. During the analysis, negative pressure was applied with a manometric syringe on the balloon: the purging test passed, since no bubbles emerged in the water column. Afterwards, the balloon was inflated sequentially at: 1 bar: the balloon kept showing pronounced wrinkles in the middle of the balloon. 2 bar: the balloon kept showing evident wrinkles in the middle of the balloon, with a change in the profile, in correspondence of the twisted point. 7 bar: the wrinkles on the balloon were scarcely visible. 14 bar: the wrinkles on the balloon were no more visible. A little twist on the guide wire lumen was detected. Continued from block. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the proximal sfa (shortly before the profounda). The physician was treating instent restenosis. During the procedure the balloon did not fully expand. The balloon showed a 'strangulation' in the middle while being deployed. An additional short balloon was used to cover the relevant location. Please note that this device (in.pact pacific) is distributed outside the united states; however, it is similar to the united states distributed product (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.